Event description:
It was reported that after a da vinci s urology procedure, burn marks were present on the monopolar curved scissors (mcs) instrument tip cover accessory installed on the monopolar curved scissors instrument. No arcing was observed during the procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed various mechanical tears and holes burned through the silicone. The silicone exhibits localized melting around the hole which is indicative of an arcing event. The hole sizes range from .055 inches to under .010 inches and are located from .175 inches to .210 inches above the silicone to sleeve interface. The tip cover also has mechanical tears at the edges of the two holes. If additional information becomes available, a follow-up MDR will be provided.